Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to " improper material specifications for integrity of film (bonding capability) /improper material specifications for integrity of film (tear resistance)". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated they were already in the processing of swapping out original device that was alerting unable to enable pump power. They turned off the original device already. Noted that the pads were leaking water. Nurse noted they were also receiving an alert about patient temperature 2 being below the low patient alert (alert 24). Mis asked if pads were drained prior to disconnection and they were not. Mis advised nurse to hold pads over trash could or somewhere to collect the water via gravity so that it was not leaking on patient or the floor. Nurse verified that esophageal probe being used to drive therapy and rectal probe in use for patient temperature 2. Nurse denied probe having been displaced. Mis also confirmed that rectal and esophageal were not correlating. Mis advised to try connecting to a bedside monitor to verify rectal temp reading the same. If not suggested swapping out that temperature in cable. Noted that patient temperature 2 did not affect therapy so it was not emergent or required. Mis also walked through adjust low patient alert if they decide to change that.

Event description:
It was reported that the nurse stated they were already in the processing of swapping out original device that was alerting unable to enable pump power. They turned off the original device already. Noted that the pads were leaking water. Nurse noted they were also receiving an alert about patient temperature 2 being below the low patient alert (alert 24). Mis asked if pads were drained prior to disconnection and they were not. Mis advised nurse to hold pads over trash could or somewhere to collect the water via gravity so that it was not leaking on patient or the floor. Nurse verified that esophageal probe being used to drive therapy and rectal probe in use for patient temperature 2. Nurse denied probe having been displaced. Mis also confirmed that rectal and esophageal were not correlating. Mis advised to try connecting to a bedside monitor to verify rectal temp reading the same. If not suggested swapping out that temperature in cable. Noted that patient temperature 2 did not affect therapy so it was not emergent or required. Mis also walked through adjust low patient alert if they decide to change that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.